Event description:
It was reported "after the balloon was prepared, the connections were made, and the pressure was zeroed before inserting the balloon into the patient, a malfunction occurred. Upon initiating therapy, a message appeared stating "purge failure," "helium leak in catheter," or similar". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The serial number of the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the re turned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a sealed bio hazard bag. Returned with the sample was the supplied 30cc inflation driveline tubing; no damage or abnormalities were noted. Upon return, the supplied teflon sheath was noted on the iabc outer lumen; buckling was noted to the sheath extrusion. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen was noted bent at approximately 53.1cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos sc connector was connected to the iabp. The pump showed the fos status as "not connected", indicating a possible broken fiber. The fiber was found broken approximately 21.6cm from the iabc distal tip. The full length of the fiber was confirmed present with no other notable breaks. The iabc central lumen was aspirated and flushed using a 60cc lab inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately detected from the bifurcate around the fos adhesive. Upon microscopic inspection, an external leak occurred from the fos adhesive bond at the bifurcate. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 53.1cm from the iabc distal tip, which is the location of the previously noted bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "helium leak in catheter" is confirmed. During the investigation, an external helium leak was confirmed from the iabc bifurcate fos adhesive, which resulted in the helium loss alarms. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The probable root cause of the bifurcate fos adhesive leak is manufacturing related. A corrective and preventive action (CAPA) has been initiated to address the issue.

Event description:
It was reported "after the balloon was prepared, the connections weremade, and the pressure was zeroedbefore inserting the balloon into thepatient, a malfunction occurred. Uponinitiating therapy, a message appearedstating "purge failure," "helium leak incatheter," or similar". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).